Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: call service 078-0008 were observed in the black box data and the pump¿s alarm history. On investigation, the pump powered on normally and rewind, load and prime steps successfully performed. The pump was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with confirmed moisture leakage at the site of the crack. Also unrelated to the original complaint, the display screen was noted to be dim/discolored.